Manufacturer narrative:
On 08-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, during a scheduled breast augmentation procedure, the gel of the breast implant was foggy. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage, discoloration, or visual anomalies were observed on the returned device. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-feb-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a scheduled primary breast augmentation procedure, it was discovered that the cohesive gel in a mentor memorygel breast implant 275cc gel breast prosthesis appeared foggy. The surgery was later completed with another mentor memorygel breast implant 275cc gel breast prosthesis. There was no reported patient consequence.